Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin and not removing air during cartridge fill. Tandem customer technical support educated customer on using room temperature insulin and to completely remove air from cartridge. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.